Manufacturer narrative:
All available information was investigated, and the reported product quality problem was confirmed via device analysis. Additionally, the sgc hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported product quality problem associated with the deformed sgc hemostasis valve was due to the valve being torn. The observed material split, cut or torn associated with the sgc hemostasis valve tear appears to be due to user technique in device preparation/ procedure (dilator insertion/ clip introducer insertion). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a torn hemostasis valve. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. It was noted that while attempting to insert the clip delivery system (cds) into the steerable guide catheter (sgc), the cds could not be inserted and the appearance of the hemostasis valve was noted to be deformed. Subsequently, the sgc and cds were removed from the patient and exchanged. The procedure was concluded with an mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. Subsequent to the reported information, the device was returned for analysis and a torn hemostasis valve was found. No additional information was provided.